Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was currently hospitalized due to a blood glucose level of 526 mg/dl. The customer reported that she was dizzy, nauseous, sleepy, and dehydrated. Blood glucose level at the time of the call was 290 mg/dl. Customer stated that prior to this incident, the insulin pump had a no delivery alarm. The customer reported that she had a blood glucose level of 90 mg/dl that rose to 500 mg/dl. The customer stated that she was wearing the insulin pump at the time of the hospitalization. During troubleshooting, the customer reported that her skin was lumpy under the insertion site. The customer also reported that she had a blood glucose level around 50 mg/dl about one month before the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.